Event description:
The healthcare professional reported via the manufacturer representative that the healthcare professional was planning a revision. It was later reported that the patient requested the pocket site be moved up since it was "getting in the way" of their pants and belt. The revision was performed friday (B)(6) because patient's implantable neurostimulator (ins) was implanted on the beltline of the waist, which was uncomfortable for the patient. After the surgery, the patient had reported no further discomfort. The issue was considered resolved. It was noted in unrelated pe (B)(4): 1st over-discharge that the ins was replaced. The indication for therapy was complex reg pain syndrome type I and spinal pain. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.